Event description:
It was reported that the insulin pump had an unresponsive keypad and a battery-out limit. The blood glucose reading was 231 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent up and down button response due to corroded keypad traces. The insulin pump had had normal operating currents and no battery alarms or display anomalies were noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.